Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The caller was instructed by technical support to carry out troubleshooting steps, but no issues were identified. The customer replaced pump supplies and continued insulin therapy.